Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose would be over 300 mg/dl. The customer also stated their tubing had a white substance upon removal of their cannula. The customer also reported champagne sized air bubbles in their reservoir. Customer declined to troubleshooting at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.